Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported by plaintiff's attorney that the plaintiff was implanted with a monarc on (B)(6) 2010 to treat pelvic organ prolapse and/or stress urinary incontinence. Plaintiff's attorney alleged plaintiff suffered serious bodily injuries, including, but no limited to, extreme pain, worsening dyspareunia, bladder infections, and other injuries. Plaintiff's attorney also alleged plaintiff experienced permanent and debilitating injury, significant mental physical pain and suffering, mesh erosion, hardening, chronic pain, and recurrent incontinence.